Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was provided on (B)(6) 2021. The patient confirmed that there was no scarring from the reported skin reaction from (B)(6) 2021. The patient allegation does not meet the criteria of a reportable event. Please disregard the initial MDR for report number 3004753838-2021-87809.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was initially reported on (B)(6) 2020 that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2020. The patient stated a skin reaction occurred the day after the sensor had been inserted; no details were provided. On (B)(6) 2021, during the report of a separate event, the patient stated that the skin might still be scarred from this event. There was no report of medical intervention. No additional patient or event information is available.